Event description:
It was reported that the force sensor issue occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The keypad support lens were damaged, bottom case was missing a foot and plunger lever does not work as intended, does not snap back. Force sensor bridge test appeared in error history log. The technician was unable to duplicate the force sensor bridge test error during occlusion test. The root cause of the reported issue was unable to determine the intermittent of the error. Replaced plunger cable for preventive measure. Performed occlusion test and all functional tests which passed